Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, x-ray imaging was performed and confirmed dislodgement of the right ventricular (rv), left ventricular (lv) and right atrial (ra) leads due to twiddlers syndrome. The rv, lv, and ra leads were explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2020-16866; related manufacturer report number: 2017865-2020-16868.